Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to using the rear side of the device like a hammer which caused the tool coupling side to not function and the unit was in very poor condition due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the compact air drive device could not engage the attachment coupling, had insufficient/low power, the machine was in a poor condition and the tool coupling side was not functional. It was further determined that the device failed pretest for check the power with the test bench, untrue running, attachment coupling with the attachments, cannulation, attachment coupling, marking and labeling and general condition. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.